Event description:
Supplemental report is being submitted due to the completion of the investigation. Complaint device was returned and evaluated on 06-oct-2021, during lab evaluation it was observed that needle kinked distally at the notch of the needle and approximately 7.5cm from the tip of the needle.

Manufacturer narrative:
510(k)#: k142688. Device evaluation: 1 unit of lot c1776636 of echo-hd-22-c was returned opened in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 06 oct 2021. A distal kink was observed at the notch of the needle. A distal needle kink was observed 7.5 cm from the tip of the needle. Document review including IFU review: prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-c of lot number c1776636 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1776636. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the needle getting kinked when advancing the needle for the first biopsy, it is possible the actual lesion was hard leading to the distal end of the needle to kink. This could explain the resistance felt when retracting the needle. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
510(k)#: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User was not able to pull back the tip of the needle into the sheath. While he tried to safely remove the damaged needle and the endoscope from the patient, it caused damage to the channel of the echoendoscope. Needle kinked distally and the needle could not be fully retracted. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was received on 06-aug-2021 confirming that the needle kinked distally and the needle could not be fully retracted. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end. 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. About 3-3,5 cm. 4. If not with the device in question, how was the procedure performed and/or finished? Procedure was finished with needle of other company. 5. Was the device used in a tortuous position? Device was used from duodenal position. 6. Are images of the device or procedure available? Images of the device is available. 7. Was the device damaged in packaging before removal? No. 8. Was the device damaged on removal from packaging? No. 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Olympus- gf-uct180. 11. Was the scope recently serviced / repaired? Not. 12. Was resistance felt while inserting the device through the scope? No. 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? 14. Was the syringe used during the procedure, after the stylet was removed? Yes. 15. Was difficulty experienced while retracting the needle? Yes. 16. Was it possible to fully retract before removing the needle from the patient? No. 17. Was gaining access to the target site difficult? No. 18. Was the endoscope in a flexed or twisted position at any time during the procedure? It was standard duodenal position. 19. Was puncture of the target site difficult? No. 20. Was the stylet partially removed when advancing into the target site? No. 21. How many samples were obtained with this needle? None. 22. Did any section of the device detach inside the patient? No. 23. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 24. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 25. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. 26. If the device is a procore, is the kink located distally at the notch / core trap? No.